Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: in the photos no observed openings in the device. Double capsule: unable to confirm as it is a medical event not related to the device capsular contracture: unable to confirm as it is a medical event not related to the device, but next to the device has red biological tissue. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture. Patient reported double capsule and capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Physician reported rupture. This relates to an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Rupture: no observed openings on the device. Additional observations: observed deformation on the device.

Event description:
Physician reported rupture. Later patient reported double capsule and capsular contracture baker grade lv. This relates to the left side . Device has been explanted and replaced with non-allergan.

Event description:
Patient reported double capsule and capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Physician reported rupture. Later patient reported double capsule and capsular contracture baker grade lv. This relates to the left side . Device has been explanted and replaced with non-allergan.